Event description:
It has been reported to philips that there was a problem with the footswitch. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the issue was related to a wireless footswitch battery problem. It was not possible to dismantle the bottom cover of the wireless footswitch to replace the battery due to damaged screws. The technician suspected that the screws were damaged due to the products used to clean the floor of the hospital. The system was not in clinical use when the issue was identified. There are currently no wireless footswitches available for replacement. The customer is currently using the wired footswitch instead of the wireless footswitch. Philips has initiated a field safety corrective action related to a connection failure of the wireless footswitch. At the time this complaint was received, philips did not have enough information to exclude this connection failure and as such the complaint was reported. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.